Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine. The indications for use was non-malignant pain. It was reported that the patient stated they were trying to connect to the pump to request a bolus and they were getting no pump found. The manufacturer's patient services specialist (pss) had the patient power off/on the handset and reset the communicator, toggle bluetooth off then on, toggle location off then on, and restart the handset. The patient was able to connect, request a bolus, and receive the bolus. The patient stated that since they got the implant, it took a long time because it lags at 90% for a really long time and they got system error 156 with option to restart app. Pss reviewed 90% lag. The patient stated while on the call the bolus went through but instead of showing a three hour lockout, it was showing a two hour lockout. The patient confirmed they tried to bolus "about an hour ago". Pss reviewed 90% lag. The patient states they were told by the doctor when trying to connect to the pump if it gets stuck at 90% to move the communicator around. Pss reviewed to not move the communicator. Per the personal therapy manager (ptm), the bolus duration was 1 minute, the lockout was 3 hours, the dose restriction was 8 per 24 hours, and the max activation was 8 per day. Pss reviewed the 24 hour rolling clock. The patient called back. Pss instructed the patient on how to pair and unpair the ptm to the pump. Pss advised the patient on how to clear data from the handset and connect the ptm to the pump. The patient was able to successfully deliver a bolus with no lag time after troubleshooting. The actions taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.